Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead had an increase in pacing threshold measurements. Pacing impedance measurements were also greater than 2,000 ohms. There was no evidence of loss of capture. The device was explanted and replaced. The configuration on the new device was programmed lv ring to coil which demonstrated normal impedance measurements. The configuration with the previous device had been lv tip to coil. Therefore, an issue with the lv tip is presumed. To date, there have been no adverse patient effects reported.